Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and instrument data. The fse determined that the cause of the discordant troponin ultra (tni ul) result was due to the malfunction of valve 69, within the instrument wash station manifold. The fse corrected the valve malfunction and the instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, false positive troponin ultra (tni ul) result was obtained on one patient on an advia centaur xp instrument. The initial result was reported to the physician. The same sample was repeated four times on the same instrument. The customer also repeated the same sample on another advia centaur instrument ((B)(4)) that resulted lower. It is unknown if the result obtained on the alternate instrument, was reported as the corrected result. There are no reports of adverse health consequences or specific patient intervention due to the discordant tni ul result.